Event description:
Covidien received information of an 840 ventilator displaying error codes indicating the ventilator became inoperable. The malfunction did not occur during patient use.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to perform extended self testing (est). The customer informed covidien that running est did resolve the issue. Covidien reference: rx201406-0201.